Event description:
Patient was undergoing treatment for thrombotic infarction in the proximal left m1. Aspiration was done with the penumbra system and the route to the distal m1 was reopened. Extravasation in the mca was observed on angiography (act score: over 400). The operation was carried on after the act score dropped down to 280. A part of m2 was recanalized. The patient experienced minor headache and nausea. She changed condition suddenly one hour after being transferred to post-surgical treatment unit. Here enlargement of her pupils and an increase in intracranial pressure were observed. She suffered cerebral herniation and was monitored. Physician's comment: the devices were used correctly on an anatomical basis. The extravasation occurred while the pss032 was applied. The cause of this perforation could not be revealed.

Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device discarded by hospital.